Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record could not be performed.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptom/ae: none. It was reported that a physician, trained on the starclose device, performed an arteriotomy closure in the common femoral artery after a diagnostic procedure. The clip was successfully deployed; however, the device was difficult to remove. The physician pulled the device free. There were no pt adverse effects reported; hemostasis was achieved with the starclose. No add'l info available.